Event description:
During setup, the thermogard xp ivtm system (sn (B)(6)) displayed mid:14 (bg power supply) error message upon powering up. The thermogard system was powered off and turned back on, but the issue wasn't resolved. The console remained powered off for several minutes and was powered on again, but the mid:14 error message persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed mid:14 (bg power supply) was confirmed in the system's event log data but not confirmed during functional testing. The reported error message was not duplicated during the investigation, and the console functions as intended. No physical damage was observed on the thermogard console during visual inspection. The thermogard system event log data was reviewed and revealed multiple mid:14 (bg power supply) error messages around the reported event date, confirming the reported complaint. Based on log data files, these error messages were cleared and not replicated during testing at zoll. The thermogard console passed the initial functional testing and multiple overnight burn-in tests without fault or error. Nevertheless, the console's display head, umbilical cable assembly, and I/o printed circuit board were replaced as a precautionary measure to avoid future intermittent occurrences of mid:14. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).